Event description:
It was reported that stent thrombosis occurred. After a 4.00 x 12 synergy drug-eluting stent was implanted, the patient experience acute in-stent thrombosis.

Event description:
It was reported that stent thrombosis occurred. After a 4.00 x 12 synergy drug-eluting stent was implanted, the patient experience acute in-stent thrombosis. It was further reported that the target lesion was located in right coronary artery.